Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald class iib). Abnormal stress test or imaging stress test indicated ischemia prior to the procedure. The patient was referred for cardiac catheterization. The 1st target lesion was located in the proximal right coronary artery (prox rca) with 77% stenosis and was 34mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation using a non-bsc balloon catheter at 12 atm and placement of a 3.00x38mm promus element plus stent, resulting in a grade a proximal edge dissection with significant residual stenosis. Subsequently, a 3.00x28mm promus element plus stent was placed with 3% residual stenosis. The 2nd target lesion was located in the mid left anterior descending artery (mid lad) with 79% stenosis and was 18.7mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm promus element plus stent with 1% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).